Event description:
It was reported that the nurse felt that the tachycardia detection and therapy are during supra ventricular tachycardia (svt) and asked if there is device programming to avoid therapy for svt. It was also reported that amiodarone was recently stopped on this patient and that the ventricular tachycardia (vt) detections have gone up considerably. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765, implantable defib lead, (B)(6) 2011. (B)(4).